Event description:
A malfunction alarm occurred during the loading process of a pump. There was no adverse impact to the customer's blood glucose level. Despite customer assistance from technical support in loading a new cartridge using the correct technique, the cartridge alarm recurred, and the issue could not be resolved as the pump was out of warranty and not replaced.